Manufacturer narrative:
(B)(6) 2021. (B)(6) 2021.

Event description:
It was reported to philips that the check vent: proximal pressure sensor auto-zero failed" alarm occurred while in use on a patient. The device was in use at the time of the event. The device was swapped out to another v60 that the hospital possessed and there was no patient or user harm reported.

Manufacturer narrative:
G4:27jan2021; b4:31jan2021. The philips service technician evaluated the ventilator and the reported issue was not duplicated, but confirmed the reported alarm had occurred in the operational record. The philips service technician could not duplicate the reported issue, but the data acquisition (da) board was replaced preventatively. The device successfully passed all required testing, and remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The data acquisition (daq) assembly was returned for failure evaluation. The daq board was tested and no fault found. Failure investigation technician could not replicate problem.